Event description:
The following description of the events was documented on (B)(6) 2014 by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Screen is blank no other details available." The following description of the event was documented on (B)(6) 2014 by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "The customer notes on install uim touchscreen display is still dark on cycle on."

Manufacturer narrative:
Results of investigation: the uim (user interface module) pcba (printed circuit board assembly) control board was returned to carefusion's failure analysis laboratory. An investigation was performed; however, the reported issue could not be duplicated. The control board was installed onto a working uim assembly and the uim was turned on several times, booting up successfully every time. The uim was allowed to cycle for an hour and the screen remained functioning.

Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion factory service rep and the user facility biomedical tech. On june 11, 2014 the carefusion factory service representative evaluated the user interface module, verified the complaint and determined that the root cause of the reported event was a defective control pcba. The carefusion factory service rep replaced the control pcba and ran the user interface module through a complete operational verification to ensure it meets all factory specs. Upon completion the user interface module was returned to the customer to be placed back into service. On (B)(6) 2014 the user interface module was returned to the carefusion factory service dept for the same allegation of a dark screen. The carefusion factory service rep evaluated the user interface module and was unable to reproduce the alleged failure; therefore, no root cause was identified. As a precaution, the carefusion factory service rep replaced the control pcba and ran the user interface module through a complete operational verification to ensure it meets all factory specs. Upon completion the user interface module was returned to the customer to be placed back into service. The user facility reported that when the user interface module was returned to them for the second time and in-house eval was performed. The user interface module was installed on a different avea ventilator and found the user interface module functioning appropriately. On avea s/n (B)(4), the user facility identified that a fuse had blown/open on the tran com alarm assembly pcba which resulted in the dark/black screen. The fuse was replaced and now avea serial number (B)(4) is fully functional. Based on the info provided by the user facility, carefusion is unable to determine what caused the tran com alarm assembly pcba fuse to open.